Event description:
As reported via the edwards clinical specialist, during removal of the 24f edwards retroflex sheath from the patient's right groin, the physician noticed signs of bleeding. The dilator and sheath were reinserted to control bleeding. It was then noted that there was a tear along the medial aspect of the right femoral artery. Control of the vessel was obtained more superiorly just above the profunda and superior femoral artery (sfa). An 8mm interposition gortex graft was used for the repair. A final angio was performed and additional complications were noted.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24fr sheath is 8.0mm. In this case, the patient's right femoral access vessel was measured to be 8.0 mm with noted moderate calcification and moderate tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that the borderline vessel size along with moderate calcification and tortuosity of the vessel, contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required.